Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise which was oversensed resulting in one inappropriate shock. Additionally, it was noted the amplitude were low however, smart pass remains active. The device is programmed to secondary 1x gain. The patient will be seen in the clinic for further evaluation. Technical services recommended to consider an x-ray. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise which was oversensed resulting in one inappropriate shock. Additionally, it was noted the amplitude were low however, smart pass remains active. The device is programmed to secondary 1x gain. The patient will be seen in the clinic for further evaluation. Technical services recommended to consider an x-ray. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that patient received another inappropriate shock due to noise that was being oversensed. Troubleshooting was performed and they were able to recreate similar noise when programmed in alternate and secondary. It was noted that the patient is getting shocked when looking at his phone. Technical services discussed programming options and recommended performing an x-ray. At this time, the system remains in service. No additional adverse patient effects were reported.